Event description:
It was reported that a new ilet user experienced recurrent prolonged hyperglycemia with subsequent lows while using the ilet bionic pancreas, without pump alerts or visible site leakage, and with meal announcements perceived as insufficient to prevent sustained postprandial highs. Symptoms included high blood glucose and later low blood glucose, with moderate ketones noted. Outcomes included on-call troubleshooting, instruction to pause the pump, disconnect for two hours, administer a manual injection, and plan an infusion set change, along with referral to the user¿s trainer for follow-up. Investigation included review of device data that showed a pattern of fluctuating glucose with highs followed by lows and user-reported ketones. Investigation of this case revealed no reported device alarm or site failure, and the pattern was consistent with possible infusion site or delivery effectiveness issues, suboptimal meal announcement dosing for current needs, or user adaptation factors during early use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.